Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that after a lead revision on 2011-(B)(6) the patient still did not have adequate coverage so more images were done and it was determined that the leads had no appeared to have moved. It was reported that the images were taken on 2011-(B)(6). It was noted that as previously mentioned that the leads were explanted on 2014-(B)(6).

Event description:
It was reported the patient had stimulation in the wrong location and as a result the system was explanted. It was reported the system was explanted on 2014-(B)(6). It was reported the patient has health issues and needs and MRI. Information omitted pertaining to event (B)(4) ¿ stim wrong location/explant #1. These events are not related additional information received reported the patient¿s previously mentioned health issues were not related to their device. It was reported the manufacturer representative has not heard from the patient since the explant so patient outcome was unknown. Information omitted pertaining to event (B)(4) ¿ stim wrong location/explant #1. These events are not related.